Event description:
Procedure type: lap chole. According to the reporter, the trocar went in the patient a little tougher than normal. When the case was completed and the trocar was removed, there was a break noticed at the distal end of the trocar. The broken piece of plastic was in the subcutaneous fat of the patient, and surgeon was able to retrieve it successfully. The operating time not extended as a result and a new instrument was not needed to complete the procedure. No patient injury was reported.